Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device fiber optics were defective. The device was sent for repair. During device return evaluation, foreign material was observed on the device light guide (lg) lens and foreign objects were found on the air/water cylinder (aw-cylinder ) and air/water tube (aw-tube). This report is being submitted due to the finding of foreign material on the device lg lens, aw cylinder and aw tube (handling issue, insufficient cleaning) identified during device evaluation. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Device evaluation found the light guide (lg) lens has a crack. The reported customer issue was confirmed. In addition, and as stated in section b5, a burnt foreign material described to be traces that remains from previous procedure was found on the lg lens and whitish resembling like powder mixed with water was observed on the aw tube and inside the aw cylinder. Furthermore, the following findings were observed during device evaluation: aw-cylinder has no color. S-cylinder has no color. Switch 1 (sw1) has a cut. Universal cord has a wrinkle. Due to damage on channel tube (ch-tube), water tightness is lost. Due to burn on c-cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation .